Event description:
Bearing fell out and was missing. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The additional evaluation revealed the bearing that holds the gauge together fell out causing the gauge to be non-functional. The investigation has shown that the ball bearing guide piece and its spring are missing. The review of the manufacturing documents revealed that the instrument was manufactured in may 2010 according to our specifications. It was distributed to synthes (B)(4) in august 2010. We are not able to determine when and where the assembly fell apart. No product related condition was detected.